Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination. Functional testing revealed that the device was unable to provide power due to an intermittent connection within one of the wires of the cable's strain relief. The reported event was confirmed. As a result, the most likely root cause of the reported event can be attributed to wear on the strain relief, which likely contributed to the fraying or breaking of the cable wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ac adaptor would not stay connected to the controller and was not giving power to it when it was connected. The adaptor was taken out of service and the patient used their back up adaptor. The adaptor will be replaced. No patient complications have been reported as a result of this event.